Event description:
The patient was undergoing an endoscopy procedure. The physician wanted to take a biopsy of three areas. Two areas were biopsied without difficulty. After the second biopsy was taken, the rn noted that the spike on the radial jaw biopsy forceps was bent. There had been no difficulty obtaining the previous biopsies, however, the staff member believes that there was nothing inherent in the case that would have caused the bend in the spike. When the biopsy forceps was placed in the scope channel, the rn specifically closes the forceps so it is not possible for the spike to have bent from the angle at which the forceps was inserted--the spike is enclosed by the forceps jaws completely when the forceps are closed. A new device of the same lot was obtained for the third biopsy. There is no harm to the patient. Staff noted that they have seen this once before with the same product, but from a different lot number. In that case, the spike also was bent, but was noted prior to obtaining a biopsy. As in this case, staff does not know what caused the spike to bend. The rep was present and shared that he also does not know what caused the bend. He had presumed that a bend could occur if the forceps was inserted into the channel without the forceps being closed. However, as in this case, the previous case also had closed forceps when being inserted into the scope. The physician performing the procedure in this case and in the case one month ago are different docs--although both are well trained and versed in performing this procedure. There have been no problems with the scopes that are involved. The specific scope used on the case from one month ago is unknown, although all scopes in this area are made by olympus.====================== health professional's impression======================staff does not know how this occurred or what may have contributed to the event.====================== manufacturer response for large capacity biopsy forcep, radial jaw 4======================the rep was present & given the device by staff. Per rep, he also had been given the device with the same issue from the case one month ago. It remains unknown why the spike is bent.